Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Covidien reference number: (B)(4). All performance verification testing and calibrations were completed. Duplication of the reported issue was not possible.

Event description:
It was reported that during patient use, the ventilator auto-cycled. The ventilator was swapped out for another ventilator without any reported patient harm.